Event description:
The bronchovideoscope was returned to the service center with a report of poor connection, poor image quality when connecting. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device; image noise, connecting tube had peeled 1mm2 or more, and corrosion on the distal end, were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the noise image malfunction: component failure on ccd unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the connecting tube coating peeled 1mm2 or more malfunction: degradation problem. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the corrosion on distal end malfunction: degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.